Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer then installed a new cartridge and received a cartridge alarm 19 during the load process. Customer's blood glucose level was 344 mg/dl. It was confirmed that the customer had manual injections.

Manufacturer narrative:
A follow up with the customer on (B)(6) 2015 indicated that the customer was able to lower their blood glucose level. The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.